Manufacturer narrative:
Unknown

Event description:
During therapy with a prismaflex set (unknown type), it was reported that the connection tube of the effluent bag was sticking and the male luer lock on the effluent line was found broken.